Event description:
Related manufacturer reference number 3006705815-2022-15481. It was reported that during an implant procedure (B)(6) 2022, effective therapy could not be established due to high impedances. As a result, on the (B)(6) 2022, the physician opted to reinsert the octrode lead correctly into the ipg. The issue was resolved, and effective therapy established

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.